Event description:
Increased utilization of overlays and apparent increase in skin issues with patients, led hospital to investigate performance of stryker/gaymar therapeutic mattresses. Mattresses were designed to help reduce and avoid some skin issues with patients. Mattresses involved were purchased in 2004, and in place by april 2004. By august 2005 concerns led hosp to have gaymar and stryker reps come to test the mattresses.